Event description:
About 2 hours into treatment, pt's heart rate increased. At 10:50 dr was notified and clonidine (0.1mg) was given to lower blood pressure. "Target weight loss" and "blood flow machine" parameters decreased to relieve cardiac output. Pt stated they were having chest pressure. Pt placed on oxygen via nc at 3l/min. At 10:55, pt complained of increasing heart rate, blood flow lowered and ultrafiltration placed on pause. Oxygen at 3l/min provided. At 10:57 pt stated "feels like heart rate) slowing down." At 11:01 pt complained of increased heart rate, blood pump lowered and ultrafiltration placed on pause. Oxygen at 3l/min administered. At 11:57, treatment discontinued due to increase heart rate, no complaint of chest pain or pressure. At 12:14 pt transported via emt to emergency room room (ER). Pt was diagnosed with hypokalemia in the ER .